Event description:
It was reported that the pt underwent a mitral valve repair in 2005. The coronary sinus catheter would not advance through the introducer. The catheter was taken out to redirect. At this point it was realized the tip was broken. Another coronary sinus catheter was opened for use. There were no adverse pt consequences. After the case, it was noted that the catheter was expired.

Manufacturer narrative:
This is one of two medwatch reports being submitted as two separate devices were used. See 2210968-2005-00641 for the other medwatch. The same pt is represented in each medwatch. The actual device was returned for evaluation. The catheter has a circumferential crack for approx 95% of the catheter circumference. The lumens inside the catheter shaft also appear broken. It appears that excessive force was applied to the catheter and it was torn.